Event description:
Per the physician's report, the bilateral patient was running and fell over the weekend the following month when the pt internal magnet popped out and became mobile inside the implant capsule. Diagnostic losing showed no evidence of device malfunction the following month the surgeon replaced the magnet with a new sterile mgnet and tied it down. Impedences and nrt were obtained.